Manufacturer narrative:
The 510k: this report is for an unknown lateral entry femoral nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded by the facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient sustained a right femur fracture and was treated with a synthes lateral entry femoral nail, two 6.5 mm recon screws proximally and a distal 5.0 mm locking screw on an unknown date. A non-union was noted on an unknown date and patient underwent revision surgery on (B)(6) 2016. The nail and screws were easily removed. There were no reported issues with the hardware. The hardware was intact during removal. After hardware removal, the surgeon went on to harvest bone graft. While harvesting for bone graft, the drive shaft and reamer head broke. The drive shaft broke where it connects to the reamer head. The ball tip reaming rod was used to easily retrieve the broken drive shaft and broken reamer head. There were no fragments. There was an approximate five minute surgical delay. The surgeon used another drive shaft and reamer head and continued the procedure. A subsequent orif (open reduction internal fixation) of the right femur was performed and patient was revised to a synthes blade plate and screws. Routine x-rays were taken throughout the procedure. The procedure was completed successfully and the patient was reported as stable. This complaint is to capture the non-union which required a revision procedure. The intra-operative breakage is being captured under linked (B)(4). This report is for an unknown lateral entry femoral nail. This is report 1 of 3 for (B)(4).